Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 ( type of investigation, investigation findings, investigation conclusion), h11 corrected fields: h3. A getinge field service engineer (fse) was not dispatched to evaluate the iabp unit because the customer cancelled the call. Biomed informed that the unit was evaluated by a factory trained person at the site and no issues were found and no errors were reported in the logs. The unit was put back in service for use.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave iabp (intra-aortic balloon pump) shut off while on patient, there was no injury or harm reported to the patient.